Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event with sensor glucose decreasing to 40 mg/dl and remaining low for approximately 45 minutes, then returning to 97 mg/dl after treatment with oral carbohydrates (sweet tea). Symptoms included hypoglycemia. Outcomes included serious injury or illness/impairment. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding a device problem, and insufficient information about any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.